Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent incomplete bolus alerts. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). However, the customer had reportedly successfully exited the screen prior to the alerts declaring. There was no impact to the customer's blood glucose level.